Manufacturer narrative:
Final analysis confirmed the reported complaint of low lead impedance and noise. Inner insulation abrasions were noted at 23.9 cm, 24.0 cm and 24.1 cm from the connector pin. Electrical testing found an internal short due to abrasion of the inner insulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, an alert for low ventricular lead impedance and noise reversion episodes was observed. The patient is not pacemaker dependent and was asymptomatic. The lead was explanted and replaced without any complications. The patient was in stable condition post procedure.